Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead position procedure, high capture threshold was observed on the rv lead. Lead was explanted and replaced. Patient was stable.